Event description:
Medtronic received information regarding a navigation device. It was reported that the patient tracker could not attach to the patient's forehead firmly and affected the navigation accuracy. It was resolved by replacement of the patient tracker. There was no patient impact or procedure delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.